Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal left anterior descending coronary artery that was both moderately calcified and tortuous and 90% stenosed. Reportedly, an nc traveler balloon dilatation catheter (bdc) was used for pre-dilatation of calcified lesion; however, the bdc ruptured at 10 atmospheres during the first inflation. The device was replaced with non-abbott bdc to continue to complete procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.